Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The patient had very calcified leaflets. The patient's annulus was measured with a perimeter of 75mm, a diameter of 22.8mm, and an area of 455mm^2. Pre-dilation was performed with a 24mm non-abbott balloon. The patient's aortic valve angle was 60 degrees. During the procedure the implant depth at 80% was -5mm from the non-coronary cusp (ncc). The final implant depth was -10mm from the ncc. After releasing the retainer tabs, the valve descended into the left ventricle. A massive perivalvular leak was noted. A second 23mm non-abbott valve was implanted valve-in-valve to treat the leak. The patient status was stable.

Manufacturer narrative:
It was reported that after releasing the retainer tabs the navitor valve descended into the left ventricle. A massive perivalvular leak was noted. Information from field indicated that the patient had very calcified leaflets and that the final implant depth was -10 mm from the ncc. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Cine review performed at abbott appeared to show a fully released valve at the annulus with a contrast injection showing pvl on the ncc side of the valve. The valve appeared to be implanted deep, beyond the recommended implant depth of 3 mm. Based on the information received, the reported device migration and perivalvular leak are possibly related to procedural condition (deeper implant). However, the exact cause could not be determined. The reported surgical intervention is a result of valve-in-valve implant to treat the leak. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The patient had very calcified leaflets. The patient's annulus was measured with a perimeter of 75mm, a diameter of 22.8mm, and an area of 455mm^2. Pre-dilation was performed with a 24mm non-abbott balloon. The patient's aortic valve angle was 60 degrees. During the procedure the implant depth at 80% was -5mm from the non-coronary cusp (ncc). The final implant depth was -10mm from the ncc. After releasing the retainer tabs, the valve descended into the left ventricle. A massive perivalvular leak was noted. A second 23mm non-abbott valve was implanted valve-in-valve to treat the leak. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.